Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a defect in the functioning of two orator tracheostomy vocal valves. Damage to the one-way valve occurred after only a few days of use, on two different units on the same patient. There was patient involvement and no clinical or patient injuries.

Manufacturer narrative:
Two used samples were received for evaluation for the complaint that there was a defect in the functioning of two orator tracheostomy vocal valves. During lot history review there was no discrepancies or anomalies were observed during the manufacturing of this lot. The complaint for the failure mode was confirmed since the two (2) samples were found nonconforming for the membrane position characteristic. The membrane (005/160/100) out of position condition could occur during use. The review of event log found that no information related to the complaint. There was no 12-month service history during the review. The visual and functional testing was performed. During visual inspection found the dso seal delaminated, chassis damaged, battery door foam delaminated. The dso sensor damage cannot be confirmed from dso/uso occlusion test, and the dso seal was replaced. The pump was calibrated and passed all performance verification testing.